Manufacturer narrative:
Patient's identifier and weight were not provided. If the requested information becomes available, a supplementary report will be submitted. (B)(4).

Event description:
Per complaint (B)(4), patient experienced failure of implant to integrate.